Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for a portal infection due to staph which was confirmed to be peritonitis. On an unknown date, during hospitalization, the patient stopped pd therapy, had the pd catheter removed, and began hemo dialysis. The cause of the peritonitis was unknown. The patient was treated with vancomycin (2g, ip, frequency unknown). The patient was discharged from the hospital and recovered from the peritonitis. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d30020 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).